Manufacturer narrative:
Investigation summary:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not duplicate with retain testing. Source: phone.

Event description:
Customer reporting false positive flu b result on a symptomatic patient. Customer communicated the result was confirmed negative by pcr.